Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient's minicap transfer set leaked at the twist sleeve. This occurred while replacing the peritoneal dialysis solution. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye which noted a broken occluder foot. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A leak through the set was identified during leak testing and clamp function testing. The reported issue was verified. The cause of the leak was determined to be a broken occluder foot. An assignable cause of the broken occlude foot was not determined. Should additional relevant information become available, a supplemental report will be submitted.